Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that for the first time the patient is experiencing pain in the lower back and right leg upper area. Caller requested information on how to turn the patients stimulation up. Agent walked caller through accessing the mystim pc application and adjusting therapy settings. Caller was able to successfully increase stimulation, however, the patient did not feel any stimulation. Agent walked caller through changing stimulation groups, but the patient could not feel the stimulation. The patient was redirected to their healthcare provider to further address the issue and for possible reprogramming. Caller was confused throughout the call, and mentioned they are stressed trying to navigate the new equipment. Agent reviewed general use with the caller, and attempted to walk the caller through how to charge the handset and the communicator. Caller was very confused by the external equipment. Agent suggested caller meet with a rep in person for patients reprogramming, and for in person instruction on the equipment.